Manufacturer narrative:
Device received for this event is being corrected from frialit plus impl d5,5/l13 catalog # 36-2463 to fixture st 5.0 - 13 mm catalog # 22823.

Manufacturer narrative:
Device received for this event is being corrected from fixture st 5.0 - 13 mm catalog#: 22823 to fri synchro impl d5,5/l13 catalog#: 32450463. This is a follow up report with this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.